Event description:
The customer reported that the system would not produce an x-ray. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.